Event description:
It was reported that the customer was hospitalized for high bgs. The customer had problems with priming. The set was changed a few times prior to the admission. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. The alarm history was reviewed and showed different alarms. Instructed the customer to change the set and use manual injections per md protocol. A replacement pump was requested.